Event description:
Same case as MDR ID 2134265-2014-05234. It was reported post a stenting treatment procedure patient death occurred. The patient was diagnosed with blockage in the middle left anterior descending artery (lad) and right coronary artery (rca). The target lesion in the lad was treated by a non bsc wire crossing the lad. An unknown manufacture¿s balloon dilated the lad. A 2.75x32mm promus element stent was placed with inflation at 12 atm for 20 seconds then post dilated with a non bsc balloon at 18 atm for 20 seconds. After post dilation cine results revealed a stent fracture at the proximal part of stent. To treat the fracture the physician placed a promus element plus 2.75x8mm. The stent was deployed at 11 atm for 25 seconds. After resolving the event, the lesion in the rca was treated with a non bsc stent. Post procedure the patient undergone cardiac arrest and unfortunately in which the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).